Event description:
The customer stated while running the cell-dyn ruby, noise was heard coming from the back of the analyzer and smoke was observed. The instrument was turned off but when turned on again, an error was generated (not provided). Service was dispatched to inspect the instrument. There was no report of injury due to this issue.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
No patient involvement; (B)(4) smoking. A field service engineer identified the cell-dyn ruby power supply assembly as the source of the smoke. The power supply assembly was replaced and the instrument was returned into an operable status. The investigation performed found the returned cell-dyn ruby power supply to be inoperative, covered with signs of smoke internally and externally. Lint was observed inside the power supply assembly. The probably cause of the smoke reported by the customer may be related to the excessive lint found inside the unit, possibly due to ambient conditions, i.e. Instrument location within the lab and/or filters on the fan not being cleaned properly during maintenance. Based on the investigation and event details, no product deficiency was identified with the cell-dyn ruby instrument.